Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of incident. Blood glucose level at the time of call was 419 mg/dl. The customer did not experienced any symptoms of high blood glucose event. Auto mode was not active at the time of incident. Troubleshooting was not performed. The device will be returned for analysis. No further patient complications were reported.

Manufacturer narrative:
The pump failed the prime/seating test. Unable to perform displacement test, rewind test, basic occlusion test, force sensor test, and occlusion test. The pump passed the self test. Test p-cap locks properly into reservoir compartment. Unexpected insulin flow block alarms noted during the prime/seating test. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, or force sensor. Motor was tested outside the pump and it passed. Force sensor was tested outside the pump and it passed. Dried insulin along the motor slide was found during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and corroded battery tube. Unable to verify customer's complaint for high bg's. Prime/fill anomaly was confirmed due to dried insulin on the motor slide causing motor to be stuck. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.